Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas on behalf of her daughter (the patient) alleging that keypad down arrow button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display lens was found to be scratched; the issue is not likely to cause an adverse event as the issue should not effect the pump's insulin delivery functions.